Event description:
On (B) (6) 2010, the pt had a pump medication adjustment. The pump was programmed to deliver an increase in medication from 4-9pm (date or range of dates which this was to occur was not reported; the pump would then revert back to normal flow rate. Upon return home from the hcp on (B) (6) 2010, the pt experienced the "depth of withdrawal" and passed out for approximately 7 hrs. The pt went to the ER by ambulance. The pt again went to the hcp to have a pump adjustment. The pt experienced withdrawal for 2 days. The pt was given oral medication. On (B) (6) 2010, the pt believed she had "just now recovered" from withdrawal. The pt was concerned the pump malfunctioned. It was also reported the pt developed an inflammatory mass (date of diagnosis not reported) following a 10 day trial (dates of trial not reported) and that is why "it took her so long" to have the pump implanted. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).